Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), pelvic discomfort ("discomfort") and taste disorder ("taste is much more sensitive"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and pelvic discomfort outcome was unknown, the infection had not resolved and the taste disorder was resolving. The reporter provided no causality assessment for taste disorder with essure. The reporter considered infection, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: it feels like there is something wrong and I think the coils have become dislodged or broken. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: discomfort, pelvic pain, infection, taste disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received. This case becomes incident. Reporter information were added. Event: taste is much more sensitive were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.